Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 421 and 386 mg/dl. The normal control range was 116-167 mg/dl. The customer did not allege any adverse events. The customer refused to return the test strips for evaluation and ended the call. No product will be returned.

Manufacturer narrative:
This MDR is being filed late since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.